Manufacturer narrative:
Wang, m. N., and chang, w (2006) chronic posttraumatic anterior dislocation of the radial head in children. J ortho trauma, 20, 1. This report is for unknown - screw, unknown quantity/unknown lot. UDI unavailable, unknown part number. No code available entered for redislocation. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review pf the following literature article: wang, m. N., and chang, w (2006) chronic posttraumatic anterior dislocation of the radial head in children. J ortho trauma, 20, 1. From 1986 to 2003, 13 children aged 4 to 13 years who had chronic traumatic anterior dislocation of the radial head were treated. These patients were seen 2 to 36 months after injury. Open reduction of the radial head, ulnar osteotomy, then rigid fixation with plate/screws and annular ligament reconstruction with forearm fascia, all performed through a boyd incision. Twelve cases had successful radial head reductions, satisfactory elbow mobility and excellent functional outcome. Once case had a redislocation, was retreated and had a fair result. Other complications included 1 patient with transient posterior interosseous nerve palsy and 1 delayed union of an ulnar osteotomy site, which healed without further intervention at 1 year with excellent results. Refers to case 3 male with redislocation and was retreated using a similar procedure. Failure believed to be caused by inadequate correction of the ulna deformity. The patient also felt intermittent mild pain. This is report 2 of 4 for (B)(4). This report is for an unknown dynamic compression plate a copy of this literature article is being submitted with this medwatch.